Event description:
Additional information was received that prior to the implant, the mean gradient (mg) measured 51mmhg. During implant, the valve was implanted in the native annulus and the final implant depth on the non-coronary cusp and on the left coronary cusp were unknown; however, it was noted that the valve was placed at a ¿satisfactory depth¿. Following the valve implant procedure, coumadin was used. The valve gradient at discharge of the patient was 5mmhg. A thrombus was observed inside the valve frame and leaflets. When the thrombus was detected, the mg was 43mmhg (peak velocity 4.2m/s, effective orifice area 0.7cm2). The last three international normalized ratio results were unknown. It was noted that the patient¿s heavily calcified valve could have contributed to the elevated gradient. In addition, the patient¿s pre-existing coagulopathy issues or other blood disorders were unknown. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and one month following the implant of this transcatheter bioprosthetic valve, the patient was being evaluated for possible transcatheter aortic valve (tav)-in-tav or medical symptom management 4d computed tomography angiogram (cta) showed that the patient¿s symptoms had no significant change since last follow-up approximately nine months prior. Aortic calcification caused incomplete expansion of the valve, resulting in moderate paravalvular leak (pvl) and mild-to-moderate central aortic insufficiency as well as reduced leaflet motion (rlm) and hyperattenuated leaflet thickening (halt) which has not changed after over 6 months of coumadin therapy. There was evidence of valve thrombosis involving the neo-left coronary cusp (lcc) and neo-right coronary cusp (rcc) as well as evidence of bioprosthetic leaflet calcification involving the neo-lcc which suggests leaflet degeneration. Computed tomography (CT) evidence was also seen of atrio-ventricular (av) stenosis. Transesophageal echocardiogram (tee) shows that the neo-lcc and neo-rcc leaflets are thickened with calcification and have reduced mobility. Doppler test suggests severe valve degeneration with a peak velocity of 4.2m/s, mean gradient of 43mmhg, effective orifice area 0.7cm2, doppler velocity index (dvi) at 0.18, and acceleration time of 115msec. No additional adverse patient effects were reported.